Event description:
It was reported that the pump battery could not be charged, which resulted in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 511 mg/dl. Customer administered a correction injection to address the bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.